Manufacturer narrative:
A getinge service territory manager (stm) reported that the refurbish cardiosave trainer test equipment needed some parts to be replaced for wear and cosmetic reasons. Several parts trainer pcb,rohs (0670-00-0866), trainer bottom housing (0380-00-0631), trainer top housing (0380-00-0630), trainer keypad (0331-00-0140), trainer ECG cable (0012-00-1838) and trainer cable (0012-00-1837) were replaced and stm check out rental return. Unit passed all calibration, functional and safety tests. It was later clarified that they do not do safety tests on test equipment. Unit was cleared not for clinical use but for testing since its a test simulator. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that some parts in the cardiosave trainer refurbishment need to be replaced for wear and cosmetic reasons, this is getinge test equipment used for testing cardiosave balloon pumps and it is not used on patients. There was no patient involvement.